Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Dimensional , visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the melted tip. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if there is incorrect manipulation of the tubing assembly during application by misplacing the clamps. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during preparation prior to surgery, the device was attempted to set up; however, the device did not have a closure clamp and water leaked. New one was opened to correct the problem. No patient involved.